Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the right atrial (ra) lead dislodged during emergency coronary artery bypass graft (CABG) surgery and valve surgery. The lead was repositioned after the surgery and remains in place. No patient complications have been reported as a result of this event.